Manufacturer narrative:
The 26mm commander delivery system was returned locked, no fine adjustment used, flex indicator in straight position. The proximal balloon shaft was kinked during shipping. The returned device was visually inspected. Balloon guidewire was received totally separated from the delivery system. The distal end of the inflation balloon was not returned. The balloon burst was confirmed. There was a balloon radial tear burst near the crimping balloon. The balloon coil was unraveled. The balloon coil with adhesive material was present. The imagery provided by the site shows the 3mensio imagery of the patient anatomy. Review of provided images revealed the following calcification present in patient's annulus and sinus of valsalva. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Due to the location of the burst, no dimensional testing of the balloon single wall thickness measurements was able to be performed on the returned device. Additionally, the distal portion of the inflation balloon area was not returned. The complaints for balloon burst, withdrawal difficulty, and separation were confirmed by visual inspection of the returned device. No manufacturing non-conformance was identified during the review of the manufacturing records of device components. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per 3mensio report provided, there was calcification present in the annulus and in the sinus of vasalva. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. As the technical summary is applicable to this complaint, as such, an engineering evaluation is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation ongoing.

Event description:
As reported, 26mm sapien 3 ultra case by transfemoral approach in aortic position. No bav was done. During valve deployment, the commander delivery system balloon burst. Despite the balloon burst, the valve was well implanted and no post dilation was needed. During the attempt to remove the commander delivery system back through the esheath, the distal part separated and remained on the wire in the patient. The tip was left in the aorta without taking any action. Good final patient outcome.